Event description:
A caller reported a malfunction with their pump, which occurred after the pump was dropped. There was no adverse impact to the customer's blood glucose level. The malfunction was identified as non-resettable, and as a result, technical support arranged for a replacement pump to be sent. The customer, who uses mdi as a backup therapy, was informed that the new pump's software would not be compatible with their fsl2+ sensor, necessitating a prescription for a compatible sensor from their healthcare provider. Instructions were provided to the customer on how to store the malfunctioning pump and return it to tandem within 10 days to avoid charges. The customer acknowledged understanding all instructions, including programming the replacement pump.